Manufacturer narrative:
Device has not been returned for evaluation. Based on the on site evaluation, the field service engineer was able to perform a power switch replacement per instructions in the technical guide. The equipment passed the electrical safety test. The equipment was repaired and verified according to OEM instructions. The cause was traced to a component failure. The customer confirmed the power button replacement and that the device was back in service. No further information was reported.

Event description:
It was reported to olympus that during maintenance, a power switch required an upgrade. Field service performed a power switch replacement two days after being contacted. The equipment was repaired and verified according to OEM (original equipment manufacturer) instructions. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. A possible cause, as determined by the legal manufacturer, is failure of the power supply switch.